Manufacturer narrative:
510k: this report is for an unknown screwdriver/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (b)(9) 2019, a cervical posterior fixation surgery of the c6 was performed due to cervical spondylotic myelopathy. During the procedure, when the surgeon implanted a cancellous bone screw synapse, the screwdriver tip could not fit into the screw which prevented the surgeon from tightening it. The surgeon removed the screw by using an unknown rod and set screw. The procedure was successfully completed with less than 30 minutes of surgical delay. There was no adverse consequence to the patient. This report is for an unknown screwdriver. This is report 2 of 2 for (B)(4).